Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump had an intermittent power issue. The patient did not allege any harm or injury because of the reported issue. The patient claimed that the alleged issue began after she went swimming with the pump on. The patient denied that the pump had any visible cracks. She indicated that the pump's keypad had visible wear and tear but was intact. She admitted, however, that moisture appeared behind the display after she went swimming. Through troubleshooting, the patient was able to reboot the pump. However, the pump was still unresponsive to keypad button presses. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box recorded several loss of powers and call service alarms. There were several replace battery alarms recorded. The battery compartment was intact with no corrosion and the battery cap was not returned with the pump. Investigation also showed visible moisture in the display and the leak test failed due to display lens leak. The pump powered on with no display but vibratory and audio were functional. Investigators were unable to rewind, load and prime or test for 24 hours due to no display. The pump was removed from case and corrosion and moisture was noted on all surfaces. The power circuits and connection were also found to be corroded. Unrelated to this complaint, the ok symbol was found to be worn, which has no effect on insulin delivery.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.